Event description:
In 2004, I developed burning, tingling, and occasional numbness in feet and legs. A month later, I became ill with flulike symptoms for about 10 days and developed strange pain below left rib. I was in extreme pain and could not get out of bed for over a week. The two things were thought by doctors to be unrelated as they thought the burning/tingling was being caused by my back. Two months later, I lost 10+ lbs for no reason. A month later, I had unsuccessful microdisectomy surgery for degenerated/bulging disc. The doctors then thought I needed fusion surgery. Three months later, I began feeling very fatigued. A month later, (ie. Neuroogists, rheumatologists, neurosurgeons), it was determined the problem wasn't my back. At this time the burning and tingling moved to my upper body, mostly hands, mouth/tongue and the pain moved around. 11/05-1/05 - I became ill three different times, one of the times being unable to get out of bed for a week with flu-like symptoms, another time I had an extremely bad chest infection. I had constant diarrhea and muscle twitches. Most of these symptoms went away after explantation but some mild burning/tingling remains in my hands and feet.